Event description:
Event description guidant received information that, 47 months post-implant, this implantable cardioverter defibrillator (ICD) was explanted. It was noted that the device was interrogated approximately 7 months ago and the battery monitoring voltage status was bol (beginning of life). It was reported that the device displayed eri (elective replacement indicator) approximately 3 months ago. It was noted that the patient's physician is extremely angry about the short period between bol and eri and expects a detailed analysis.